Event description:
Interrogated vad-multi pump stops; waveforms sent & engineer thoratec notified;c-arm viewed dl; yellow wire compromised-break internal;attempted to change dl pump won't restart; back on old dl; perc lead repair done; pump restarted, but continues to stop. Primary cod: device malfunction.